Manufacturer narrative:
Citation: cacia et al. Different degrees of degeneration of transcatheter valves implanted in the aortic position or embolized dist ally: a case report. Cardiovasc revasc med. 2023 aug:53s:s144-s148. Doi: 10.1016/j.carrev.2022.10.010. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Literature was reviewed regarding a 74-year-old female patient who underwent transcatheter aortic valve replacement (tavr) for severe aortic regurgitation in 2010. The procedure was complicated by distal embolization of two prosthetic valves; first a non-medtronic valve migrated to the abdominal aorta and second a 29 mm medtronic corevalve descended to the thoracic aorta.  On the third attempt a second 29 mm medtronic corevalve was successfully implanted without complication. The patient remained clinically stable until (B)(6) 2022 when she presented with angina and dyspnea. Echocardiographic evaluation demonstrated prosthetic aortic valve degeneration with cusp fibrosis and calcification.  Computed tomography (CT) imaging showed neither of the embolized prosthetic valves showed signs of deterioration.  Subsequently the patient underwent a transfemoral valve-in-valve (viv) implant of a non-medtronic valve that resulted in resolution of regurgitation with mild patient prosthesis mismatch and a mean gradient of 15 mmhg.  Post-procedural CT imaging confirmed stable valve position.  The patient was discharged four days post-operative and was asymptomatic at 30-day follow-up.  No further information pertaining to medtronic products was noted.